Event description:
It was reported that the rack pushrod on the pump was damaged as the customer had inadvertently removed the rubber gasket, which led to difficulties loading cartridges. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.